Manufacturer narrative:
It was reported that the surgeon tried to move the robotic arm in axial cooperative mode and suddenly the arm began to move alone but was still in the trajectory axis. A field service engineer unscrewed/re-screwed force sensor cable connection which resolved the issue. An applicative test and an accuracy check were performed and indicated that the device was conforming. There was no further occurrence reported. The incorrect tightening of the force sensor cable connection caused the reported event, but on this occasion the reason for this incorrect tightening is unknown.

Event description:
It was reported that during the surgery, the surgeon tried to move the robot arm in axial cooperative mode and suddenly the arm began to move alone but was still in the trajectory axis.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during the surgery, the surgeon tried to move the robot arm in axial cooperative mode and suddenly the arm began to move alone but was still in the trajectory axis.